Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no sutures were present at needle pull. An additional proglide device was used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. ¿the system didn¿t work. It was not possible to place the system at the beginning of the procedure" no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿unable to place the suture due to an unspecified problem during suture deployment¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1142 was removed.